Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non conformances. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report is being filed for the delay in therapy that the patient experienced due to the complaint.

Event description:
The initial reporter stated that the pump would alarm no flow about 20 minutes into the feeding. They also stated that this resulted in a two day delay of therapy. They stated that each time they tried the pump would alarm about 20 minutes into the feeding. Mmdg made multiple attempts to follow up with the initial reporter, to obtain additional information and patient condition, however, those attempts were unsuccessful. (B)(4).